Event description:
It was reported that the customer experienced a cartridge alarm with their tandem mobi pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, thus indicating no adverse impact. The customer was provided a replacement pump by technical support, who also gave instructions on returning the defective pump and using the replacement. The customer was advised to put the pump into storage mode before returning it and acknowledged all given instructions.